Manufacturer narrative:
Final analysis found a hybrid integrated circuit anomaly which resulted in backup mode on the device.

Event description:
It was reported that a pacemaker went into backup vvi mode prior to device implant. Issue was discovered during device preparation. No patient was involved.